Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge medtronic, inc.

Event description:
It is reported that the patient is experiencing a high blood glucose level 416mg/dl. Patient advised to cease use of devise and switch to backup. Trouble shooting was performed and patient is coached through adjusting the settings on her insulin pump. . Pump is not being returned. No further information available.